Manufacturer narrative:
It was reported to abbott a patient had a lead replaced due to an impedance issue on a lead. They lacked coverage on the right side. Effective coverage of both sides was restored in post =op. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that patient experienced impedances and lack of coverage on the patient's right side. As a result, surgical intervention was undertaken to explant and replace the lead to address the issue.